Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-33, lot# j0349467v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer's representative only met the patient in the hospital lobby on the way to another appointment. It was stated that the patient was asked to make an appointment through his hcp so they could give his system a complete analysis. It was stated that the manufacturer's representative knew the patient was seen and believed he has had a lead revision since that meeting with him but the manufacturer's representative had never met with him in a clinical setting.

Event description:
It was reported that the caller was not able to adjust stimulation. It was further reported that the patient told the caller that they were not feeling stimulation at all a couple of days ago, though the patient was not having any pain. It was stated that the patient didn¿t quite remember how to use the programmer. Caller states the patient told her a couple of days ago that he is not feeling stimulation at all, but it not in any pain. It was verified that the patient did have the power on for the implantable neurostimulator (ins) as indicated by the lightning bolt. It was noted that the patient was currently on program a at 10.4. It was stated that the patient was able to increase stimulation to 10.5 and was still not feeling stimulation. It was stated that when the patient tried to increase stimulation again he got the upper limit error and was not able to increase any higher. It was noted that the programme r indicated power was on and the programmer battery was 3/4 full, he stated he just put in new batteries a couple of days ago. It was noted that the ins was implanted due to a lot of back pain from when he was involved in a car accident a couple of years prior to 2005. It was noted that the device has worked fine since implant of the current battery. It was reported that 2 months ago, (B)(6) the patient had a seizure and fell in the bathroom. It was reported that the patient remembered the fall, but then didn¿t remember anything after that. It was noted that they attempted to do an MDR two times while the patient was in the hospital, but he was too agitated and the caller thought it was not done. It was noted that the patient was put in a couple of rehabs and came home a week ago. It was reported that the patient had an MRI about 2 months ago of the brain that was not device or therapy related. It was noted that the patient turned the ins off for the MRI and turned it back on again. It was reported that it was unknown whether there was a 50% or greater symptom reduction. It was stated that the patient had not contacted the healthcare professional (hcp) for this issue.

Event description:
Additional information received reported that the patient received assistance from the manufacturer¿s representative and their concerns were resolved during an appointment in (B)(6) 2014.